Manufacturer narrative:
The insulin pump failed the displacement test and had motor error alarm during rewind due to out of phase motor encoder signal. The device also had a cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratches on the display window. The motor position encoder error and motion sensor test failure alarms could not be verified due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via e-mail that the insulin pump had six motor error alarms in two weeks. It was also reported that the customer received motor position encoder error and motion sensor test failure alarms and the insulin pump has cracks. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.